Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: gallbladder procedure, vesicule. Event description: for a gallbladder procedure, the applicator was faulty. The problem encountered has already been reported to the laboratory as a material safety issue. The clips only came out of the forceps one time out of 3 or 4. The clip had to be changed. There were no consequences for the patient. Just a slight delay in treatment and an additional cost in treatment. Another clamp (from the same batch) was taken. The faulty forceps were set aside and an internal declaration was made. Additional information received via complaint form on (B)(6) 2023: the device was being used well. Clips dont want go out the jaws, sometimes yes and sometimes no replace the clip applier with another ca500. Patient status: no clinical impact to the patient. Intervention: another clamp (from the same batch) was taken.

Event description:
Procedure performed: gallbladder procedure, vesicule. Event description: for a gallbladder procedure, the applicator was faulty. The problem encountered has already been reported to the laboratory as a material safety issue. The clips only came out of the forceps one time out of 3 or 4. The clip had to be changed. There were no consequences for the patient. Just a slight delay in treatment and an additional cost in treatment. Another clamp (from the same batch) was taken. The faulty forceps were set aside and an internal declaration was made. Additional information received via complaint form on 19oct23: the device was being used well. Clips dont want go out the jaws, sometimes yes and sometimes no replace the clip applier with another ca500 patient status: no clinical impact to the patient. Intervention: another clamp (from the same batch) was taken.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.